Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, a "crease" was found in the sealing area of the sterile package containing the ultraclean blade electrode, 1" with extended insulation. Testing result confirmed that the returned package failed the dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.

Manufacturer narrative:
Conmed corporation received three (3) "unopened" packages containing the ultraclean blade electrode, 1" with extended insulation for evaluation. Visual examination of the returned packages found one (1) package with a small crease in the sealing area on the bottom straight seal of the package that extended through the entire seal width. The other two (2) packages exhibited a partial seal disruption in the chevron seal of the packaging possibly occurred during shipping and/or handling. There is evidence that a full seal existed after manufacturing and evidence that the seal remains intact. All three (3) packages were forwarded to packaging engineering test lab for dye leak testing and testing confirmed that the package with the crease in the seal failed the leak test. The two (2) packages with "partial seal disruption" in the chevron seal passed the leak testing exhibiting an intact sterile seal barrier. The lot was manufactured on 15-sep-2014. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the crease found in the seal is due to inadequate placement of the device onto the bar sealer that is most likely related to operator error, or, the pouch packaging was damaged prior to sealing and was missed on inspection. Of the twenty-five hundred (2500) units from this lot shipped to the distributor, there was only one (1) unit found with crease in the seal by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the lot containing (B)(4) units, there are no other similar complaints received. A two year review of product history for this device family showed other than this complaint there has been two (2) additional reports received regarding two (2) devices with creases in the sterile seals. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.